Manufacturer narrative:
Please note that two leads were received in association with this event; the system's applicable components are now as follows: product ID 977a275, explanted: (B)(6) 2017, product type lead. Product ID 977a275, explanted: (B)(6) 2017, product type lead. Correction: please note that conclusion code no longer applies to this report. Device evaluation: analysis of the first returned lead found all conductors were broken 16.4 cm from the distal end. Analysis of the second returned lead found all conductors were broken 16.9 cm from the distal end and the outer insulation and braid were cut/breached 20.5 cm from the proximal end. Conclusion code belongs to the leads.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a275, lot # unknown, product type lead.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the chronic pain patient did not feel stimulation. Impedance testing was performed and found that all impedances other than the #2 electrode were >10000 ohms. It was noted that a ¿fracture was suspected¿ involving the patient¿s lead. It was further noted that the patient was a farmer and moved their body quite a bit. The patient reportedly would turn their body and stretch many times; there was a ¿high possibility¿ that a fracture occurred while the patient turned their body/stretched. The explant of the lead was planned and future replacement of the patient¿s lead was to be considered; the issue remained unresolved at the time of report. No further complications were reported or anticipated.

Manufacturer narrative:
Please note that information references the main component of the system, while the following system component information has been updated at this time: product ID: 977a275, explanted: (B)(6) 2017, product type lead.

Event description:
Additional information reported that lead replacement was conducted on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.